Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 390 mg/dl. Advised the customer that recurring no delivery alarms may be due to insertion site, infusion set, or reservoir issues. The customer stated that he had tried all recommended remedies. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-40438.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.